Event description:
A mother reported that her daughter experienced eye pain, redness and discharge. Contact with the physician revealed that the daughter was examined and complainted of redness, pain and foreign body sensation in the left eye. The physician noted a small abrasion at 12:00 over the left cornea and diagnosed the pt as having an ulcer located within the central 4mm of the cornea. The pt was instructed to wear an outer patch for 24 hrs and prescribed sulamyd ophthalmic drops at a dose of two drops, four times a day for five days. The pt was re-examined two days later and her eyes had re-epithelialized and had much less injection. The pt was to return again and did not. Per the pt's mother, her eye did bother her again recently and she discontinued wearing lenses for a while again. As of 2006, the pt had had no more problems with her eyes. The physician confirmed that there was no permanent decrease in visual acuity and no scar. The physician did not believe the ulcer to be infectious and no culture was performed. The pt has resolved.